Event description:
The wire, which was not used as the primary wire, was advanced through a 7 fr coronary catheter to the aortic arch when much resistance was encountered. The pt's anatomy was extremely tortuous and the wire could not be advanced any further. Difficulty was encountered upon removal of the wire. When pulled back through the coronary catheter a portion of the coating sheared and detached in the aortic arch. Retrieval of the detached segment was successful and the pt experienced no sequelae as a result of this event. The procedure was completed with another product.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.